Manufacturer narrative:
A ge service rep performed an on site investigation. It was determined that the high voltage connections were in need of maintenance. The connections were cleaned and regreased. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 displayed low ma errors during use on pt. Errors could be cleared and procedure completed with some delay. There was no adverse pt involvement reported. There was no pt info reported.